Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and intermittent low impedance measurements were observed on the atrial lead. The noise was not reproducible with movement. The patient's atrial lead was capped and replaced on (B)(6) 2018 during a routine generator change. The patient was stable.